Event description:
Approximately 4 years and 1 month following the transcatheter valve implant an echocardiogram identified mild-moderate paravalvular leak (pvl). No treatment reported as result.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). "Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the initial mean gradient post-valve implant as 8 mmhg. The mean gradient at the "four"-year follow-up echocardiogram was 9 mmhg with no pvl.

Manufacturer narrative:
This report was submitted as part of a retrospective review and remediation per (B)(4). Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. A transthoracic echocardiogram (tte) on (B)(6) 2019 shows that the evolut implant appears deep. Ejection fraction is approximately 65%. Prosthetic leaflets are poorly visualized. Possible mild posterior paravalvular leak (pvl), but not interrogated well. Trace mitral regurgitation (mr), tricuspid regurgitation (tr), and pi. Pacer wire seen in right heart. Atrio-ventricular (av) mean gradient 6.74 mmhg. Computed tomography (CT) imaging showed that the native anatomy is bicuspid. Non-coronary cusp (ncc) prosthetic leaflet appears thickened. Possible halt vs. Thrombus formation. Left coronary cusp (lcc) and right coronary cusp (rcc) leaflets are not well visualized. Evolut implant is deep: lcc 10.8 mm, rcc is 10.9 mm, and ncc 10.0 mm. A tte on (B)(6) 2023 shows the evolut implant deep. Ejection fraction is approximately 60%. Prosthetic leaflets are not well visualized. Moderate posterior pvl (pht is 471 ms). Trace to mild tr. Av mean gradient is 13 mmhg. Halt can be a manifestation of structural valve dysfunction (e.g. Calcification). Several factors can contribute to the onset and propagation of this failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. The patient did not have symptoms as result of the halt but admitted to a decline in endurance the past 1-2 years due to their leg. An anticoagulant was prescribed and monitoring would continue. Per the physician, the leg pain decreasing with resolution of the halt was an indicator that the halt contributed to the leg issue. It was not the primary cause but was a contributing factor. With the limited information available, a conclusive root cause of the reported halt could not be determined. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). With limited information available, the failure mechanism of the device cannot be established, and the conclusive cause of the reported high gradient cannot be determined. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years, two weeks following the implant of this transcatheter bioprosthetic valve, the patient presented for the three-year post-operative follow up appointment. Transesophageal echocardiogram (tee) showed a mean gradient of 19 millimeters of mercury (mmhg) and mild paravalvular leak (pvl) that were increased from the two-year follow up appointment. One week later a computed tomography (CT) was performed and identified hypoattenuating leaflet thickening (halt) on the right coronary cusp, left coronary cusp, and non-coronary cusp leaflets. As reported the CT identified 50-75% thickening of the leaflet. The patient did not have symptoms as result of the halt but admitted to a decline in endurance the past 1-2 years due to their leg. An anticoagulant was prescribed and monitoring would continue. Nearly three years, five months following valve implant, an echocardiogram was performed and showed the left ventricle ejection fraction was 59%, the mean gradient was 13 mmhg, with mild-moderate perivalvular leak. The patient reported feeling well, with improved leg cramping and denies dyspnea, chest discomfort, lightheadedness, and orthopnea. Per the physician, the leg pain decreasing with resolution of the halt was an indicator that the halt contributed to the leg issue. It was not the primary cause but was a contributing factor. No adverse patient effects were reported.